Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir and infusion set had air bubbles. The customer¿s blood glucose reading were high around the time of the incident, 173 mg/dl, 240 mg/dl, 253 mg/dl and 272 mg/dl. Customer declined troubleshooting for the high blood glucose and air bubbles as it was a past event. The customer was able resolve the air bubbles by changing the reservoir and the infusion set. The reservoir and infusion set will be returned for analysis.

Manufacturer narrative:
Findings: evaluated 1 opened/used reservoir. Perform pre-fill test to reservoirs. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles.